Manufacturer narrative:
This event should not have been reported. The device is similar but not marketed in the u.s.

Event description:
It was reported that during a cryo ablation procedure, after ninety seconds of ablation, atrioventricular heart block occurred and ablation was stopped. The heart block was confirmed for thirty seconds. Symptoms persisted and the patient was administered an IV medication with temporary pacing and the patient successfully recovered from the heart block. Due to this event, the procedure was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.